Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protruded beyond the end cap of the multiclix device and fell out of the device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device however caller has discarded the system; replacement was sent.

Event description:
Caller reports lancet protruded beyond the end cap of the multiclix device and fell out of the device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device; replacement was sent.